Event description:
During a pta treatment procedure to dilate a lesion in the superior vena cava, a portion of the balloon catheter and material became separated from the shaft. A 7 fr sheath had been placed in the brachial artery and the balloon catheter was advanced to the site of the lesion. The physician inflated the balloon once to maximum recommended pressure, and then on the second inflation, the balloon ruptured at 4 or 5 atm. The physician removed the balloon catheter through the existing sheath, and upon withdrawal noted that part of the balloon material was missing from the shaft. The balloon fragment could be seen radiographically, hanging on the end of the guide wire which was still in place. The physician inserted a snare and unsuccessfully attempted to retrieve the balloon material. He then placed a 9 fr sheath in the right groin and inserted a snare through it, again attempting retrieval. The balloon material was successfully retrieved after several attempts were made from both access sites. The patient then returned to the unit for monitoring. The patient developed a thrombus possibly as a result of injury to the vessel. Thrombolytic therapy was initiated and the physician successfully placed a stent in the patient several days later. Patient status is reported as 'ok' following the procedure. The physician does feel that the event was directly related to a device malfunction.